Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pulmonary vein stenosis was procedure related. Per the IFU, pulmonary vein stenosis is a known risk during the use of this device.

Event description:
Following a pulmonary vein isolation procedure, the patient developed pulmonary vein stenosis. During a follow up visit in (B)(6) 2015, the patient presented with complaints of angina and dyspnea. In (B)(6) 2016 a chest x-ray and echocardiogram revealed pulmonary vein stenosis, for which a stent was placed. At this time, the patient's symptoms are being managed. There were no performance issues with any sjm device during the procedure.